Manufacturer narrative:
The visual inspection of the instrument confirmed the tip of one end is broken off. The product was manufactured in 1996. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. There have been no trends identified related to this type of event.

Event description:
It was reported while trying to remove a piece of root from a tooth, the root teaser tip broke, and the patient swallowed it. The x-ray located the tip in the patient's intestine. The patient was advised no surgery was needed to remove the tip as it will pass.